Event description:
Customer called to report a high blood glucose level of over 600 mg/dl. Customer also reported a bent cannula. Customer's current blood glucose reading was 264 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.